Event description:
Customer reported unexplained high blood glucose. Customer's blood glucose was 464 mg/dl. He treated with the device. Customer experienced no symptoms of high blood glucose. In troubleshooting, there was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. When customer removed his infusion set, the cannula was bent. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer was advised to do a complete set change and monitor his blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.